Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 90% stenosed lesion was located in a moderately tortuous and moderately calcified distal left anterior descending artery (lad). The lesion was predilated with a 2.0x12mm maverick balloon. The taxus express2 atom 2.25x20mm drug eluting stent was deployed; however, the physician experienced difficulty removing the balloon which was described as "caught and sticking." The guide catheter was deep seated down the lad and several inflations and deflations were performed before the balloon was able to be removed. The stent remained in position. No patient complications occurred. Patient status is satisfactory.